Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 2/28/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in the packaging box. The pcb00 device was observed under microscope; the plunger was observed in advanced position, scarce amount of viscoelastic residues were observed (dfu states to completely fill the viewing window with ovd), the lens was observed stuck in the cartridge tube with the pushrod adhered to the lens. The cartridge tip was observed with a slight dent. This condition could be caused with the viscoelastic syringe in the preparation process or after pull off the delivery system¿s protective cap and put it back on the device. Dfu states to do not attempt to place the protective cap back onto the device. The complaint was verified in the sample received; however, it could not be related to the manufacturing process. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product was reviewed. No non- conformance report (nc) was found associated to this production order number. The product was manufactured and released according to specifications. A search in complaints history revealed that no other complaint has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that cartridge tip of lens model, pcb00 was observed rough at the bevel edge and appeared to have a burr at the end. For those reasons, the customer reportedly did not use it as this would cause damage to the eye. This issue was observed during handling, but prior to insertion into the eye. No additional information provided.